Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Event description:
It was reported when giving a patient to replace the indwelling needle of the disposable implantable drug delivery device, open the package and find that the needle has no needle cap, stop using it immediately, replace the indwelling needle of the disposable implantable drug delivery device, and use it normally.